Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's membranous septum was 1.9mm. Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure the valve was partially re-sheathed twice due to non-uniform expansion. On the third deployment attempt, the valve expanded normally and was implanted. The final implant depth was 11mm from the non-coronary cusp (ncc). The patient was discharged on (B)(6) 2025. On (B)(6) 2025 the patient experienced an episode of syncope and heart block and returned to the hospital. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
It was reported that the navitor valve expanded normally and was implanted upon third attempt after two partial re-sheaths due to non-uniform expansion. Also reported that the patient experienced an episode of syncope and heart block three days after implant procedure and returned to the hospital. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported valve under expansion could not be conclusively determined. The reported patient effects of syncope and heart block appear to be cascading effects. The reported surgical intervention is a result of permanent pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.